Manufacturer narrative:
The reported event was confirmed by visual inspection of the returned device and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per CT images and 3mensio report provided, eccentric calcium present near the right coronary ostia . The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction which include visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in australia, during the implant of a 23mm sapien 3 ultra valve in aortic position by percutaneous transfemoral approach in a patient with moderate calcification of the annulus and leaflets, at the end of valve deployment, when the balloon was fully inflated, it burst. The balloon presented a longitudinal and circumferential tear. The balloon was inflated with the nominal 17ml volume and medium speed technique. The final position of the valve was acceptable and functionally satisfactory, no post-dilation was necessary. The system was removed through the esheath without difficulty or vascular damage. The device was prepared by edwards representative present. No adverse events were observed after the incident. The patient did not suffer any injury due to the event and was noted as to be discharged at home.